Event description:
It was reported that the pump touch screen was delayed in responding to touch. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, a pump evaluation was performed and it was observed that the pump functioned as intended. There was no issues with the pump touch screen during pump evaluation. With the inclusion of the additional information received, alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.